Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on available information, a cause for the reported cerebrovascular accident could not be determined. Cerebrovascular accident is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a stroke. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One xtw clip was placed on the mitral valve, reducing mr to a grade of 1. The following day, the patient suffered a stroke. It is unknown if the implanted caused or contributed to the stroke. The patient is in stable condition and no treatment was performed. No additional information was provided.